Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep.it was reported that pocket revision was completed on (B)(6) 2025.patient has a 2 week follow up after which she will be able to start charging implant again.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that they do not have the other recharger. The pt told that they were going to return it with the provided return label.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient stated that they are unable to charge their implant. Patient said that the recharger won't stopped beeping. When asked for event date, patient said that it has been like that since they got it. Agent had the patient connect with their recharger app , and confirmed recharger was beeping and has green light and full battery. Patient was able to connect successfully to the recharger application and was able to get excellent then it went to good connection. Patient was not using the belt at the time of call. Patient called back and stated that it charged for a while they it starts beeping again. Patient has the recharge on the belt now. Patient had been trying to reposition it but still continues beeping does not connect no matter how to position it. A replacement wireless recharger was sent out. No symptoms were reported. Additional information was received from a manufacturer representative (rep). It was reported that the patient received a new recharger after having difficulty charging and was seen yesterday. The rep stated that there were communication issues while recharging and that it was difficult unless the recharger was held in a specific spot which is difficult for the patient to do along with their daughter helping. The patient states they did fall after the surgery. The battery seems to move quite a bit in the pocket. A discussion with the implanting surgeon is planned to see if a pocket revision is necessary. The rep stated that it is possible that a suture came loose after a fall. The issue has not been resolved and is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.